Event description:
It was reported that a deep brain stimulator (dbs) shocked and jolted a patient. The patient was shocked and jolted twice, causing "freezing" in the right and left arms and facial drawing for 10 seconds the first time, and "freezing" in the right arm and leg with facial drawing for 30 seconds the second time. Her balance was also "off." She went to an emergency room, was put in the hospital, received a computed tomography (CT) scan, turned off her device, and the shocking/jolting stopped. At an appointment 4 days later, the device was turned on again, and she was jolted in the same way. Impedance was checked and the voltage was lowered. Her device was reprogrammed. The hcp read the CT scan and "it looked like her left lead had pulled out some." She will be seen again in one month. The patient was listed as "no injury/no adverse event."

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient. Product ID (B)(4) lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: extension. Product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type: extension. Product ID (B)(4), lot# v157349, serial#, implanted: (B)(6) 2008, explanted:, product type: lead. Product ID (B)(4), lot# v153396, serial#, implanted: (B)(6) 2008, explanted:, product type: lead. (B)(4).